Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (white deposits/foreign material) was not confirmed. During inspection and testing, service found the bending angle was out of specification and there was play in the angle knob, due to wear of the angulation wire. The objective lens was missing, the adhesive on the bending section cover was missing, and multiple parts of the device were scratched due to external factors. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported white deposits continued to appear from the channel after cleaning the subject device. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to inappropriate or insufficient reprocessing or handling. It is recommended that the user facility check the operating environment, as well as the reprocessing method and handling of the device. Olympus will continue to monitor field performance for this device.